Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany name: medtronic minimed street: (B)(4) city: (B)(4) state: (B)(4) zip code: (B)(4) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced hyperglycemia and diabetic ketoacidosis on (B)(6) 2026 with trace ketones, which resulted in hospitalization for seven days and was treated with insulin administration and perfusor therapy. No malfunction related to the infusion set was reported.